Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that due to a malfunction of an 840 ventilator, the pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) was not able to duplicate the alleged malfunction. The cse inspected the device and replaced the exhalation filter heater as a precautionary action. The unit passed extended self-testing.